Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced a warning code indicating a 'shock discharge time-out.' This condition prevents the defibrillation energy from discharging to the internal test load during diagnostic capacitor reforms. The physician was concerned that defibrillation therapy may be compromised and elected to replace the device. Cpi will analyze the device when received.